Event description:
A physician reported a pt who was treated into the glabella on 1/3/97. On 1/3/97, the pt developed a superficial necrosis and scab. No medical or surgical intervention was prescribed at the time. On 9/30/97, follow up info was that the pt made an appointment with an aesthetic surgeon for treatment of the depressed scar at the glabella.